Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The therapy pcb assembly was replaced and proper device operation was observed through functional and performance testing. The cause of the reported issue was determined to be a shorted integrated circuit chip, designator u26 from the therapy pcb assembly. The ic chip had shorted vcc to ground.

Event description:
It was initially reported that the customer's device would not pass its defibrillation calibration. After further evaluation of the device, physio-control observed that the AED mode was not functioning, which would prohibit defibrillation energy delivery using AED mode. There was no patient use associated with the reported issue.